Event description:
Picis clinical solutions received an enhancement request on (B)(6)-2015: "please, please, please, please!!! We've recently had two near misses with patient weights. The most recent had to do with charting pounds in the kg field. We really need the lbs field to not be available . " further investigation determined that there were no reported patient incidents related to the enhancement request. The ed pulsecheck product currently has two template fields for the documentation of a patient's weight, a field to document in pounds and a field to document weight in kilograms. The clinician must document in the field that corresponds to the units in which the weight was measured. The near misses reported were related to a clinician documenting inaccurate information into a clearly labeled template field within ed pulsecheck. Picis clinical solutions, inc. Is planning to release the next version of the ed pulsecheck product. This version of ed pulsecheck (v5.6) will include an enhancement option to only display the kg field for weight data entry. This enhancement may minimize the risk of a data entry error, although the enhancement does not prevent the risk of data entry error.